Event description:
Customer's mother reports that she received a call from school nurse stating that customer has experienced a blank screen display on insulin pump. Customer's mother was advised to call back when she was in posession of insulin pump in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).